Event description:
Our (B)(4) affiliate reports that on (B)(6) 2010, an eye care professional (ecp) reported treating a patient for an infectious corneal ulcer possibly caused by pseudomonas aeroginosa. The ecp reported that the patient had been sleeping in lenses prior to the event. Ecp reported that the ulcer did not fully resolve, requiring the patient to be admitted to a hospital for further evaluation and treatment. On 09/29/2010, the ecp provided additional information. The patient initially presented, (B)(6) 2010, with c/o pain in the left eye (os) since the night before; the patient continued to wear the lens in question. Ecp noted inflammation, staining, a 2-3mm ulcer and a corneal opacity in the "upper" area of the os. The patient was instructed to d/c contact lens wear and was treated with rinderon-a and hyalein drops. The patient's va was not tested. The patient returned (B)(6) 2010 with c/o developing a discharge in the os. Pseudomonas aeroginosa and fungal infections were suspected; the patient was treated with panimycin and bestron drops. The patient's va was not tested; no culture was obtained from the os. The patient was instructed to report for f/u (B)(6) 2010 if pain returned in the os. Ecp reported that the patient's pain might have continued requiring the patient to present to the ER which resulted in the patient's admission to the hospital for further treatment. The patient has not returned to the ecp for f/u since (B)(6) 2010; no additional information is available at this time. (B)(4) affiliate has an appointment with the staff at the hospital (B)(6) 2010 to attempt to obtain additional information. If additional information is received, will report within 30 days of receipt. The lot number of the product in question is unknown. The product in question is not available for evaluation. Based on the limited information available, no further investigation can be conducted at this time. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Method: device not returned. No evaluation will be performed.